Event description:
It was reported that during a da vinci-assisted ventral hernia tap surgical procedure, the mega suturecut needle driver had a snapped cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken and there was no sign of discoloration, corrosion, or contamination on the cables. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint was confirmed by failure analysis. Additional information related to the reported event was received from the customer. The instrument was inspected prior to use and nothing out of the ordinary was identified. There were no reported collisions, and no instrument fell inside the patient's anatomy. No further specifics about the reported issue were provided.